Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the aquacel foam dressings were very hard to remove. The reporter indicated that nine aquacel foam dressings were bordered from the left arm. When removed skin tear was desiccated. It was further reported that the patient's right medical knee wound had drainage and the dressing dried to the skin. The dressings were soaked in order to remove them.